Manufacturer narrative:
(B)(4). The device was received with the electrode missing and returned. The ceramic is fractured and partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Visual inspection under magnification was performed and evidence of active rod was noted. Testing with a gen11 found a short on the device when the jaws are fully or partially closed, causing a "replace instrument" screen. The active rod touches the jaws when they are closed. Active rod to jaw contact creates an electrical short and a yellow screen alert, preventing device from working with the generator.

Event description:
It was reported that during an unknown procedure, the element of branch detached (after twenty minutes of beginning of surgery). A new instrument had to be opened to finish surgery. There was an error code of replace instrument. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: please explain what is meant by the statement "the element of branch detached" did the ceramic electrode detached from the device? Response: the lower part of the jaws detached. Yes, the ceramic electrode detached from the jaws.